Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that therapy was inappropriately withheld during an episode of ventricular tachycardia (vt), which the device had classified as supra ventricular tachycardia (svt). There appeared to be oversensing of r-waves on the atrial channel during the vt episode. It was further reported that the atrial sensitivity had been previously increased during an interrogation session which the clinician perceived as undersensing of atrial fibrillation (af). Subsequently, reprogramming was done for the device and the right atrial (ra) lead which resolved the issue. No patient complications have been reported as a result of this event.